Manufacturer narrative:
Age at time of event: under (B)(6) years old. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent fracture occurred. A 3.00x32mm promus element &#10244;rug eluting stent was advanced to treat the seriously calcified target lesion along with a guide wire. After stenting and pulling back the stent delivery system (sds), the guide catheter was pushed distally. Stent conformation was deformed and the guide wire was caught in a "scaffolding cell". The physician pulled back the guidewire and the stent moved with the guide wire resulting in the stent to fracture. The physician covered the fractured stent with another of the same device and the procedure was completed. No patient complications were reported and patient's status was stable.